Manufacturer narrative:
The customer called in stating that they have a loaner and found the same issues with the loaner after spending several hours scanning with the device. The customer has requested additional training on the device to determine if they are experiencing a technique issue or if the device has malfunctioned and needs to be returned. Follow-up results on training is pending.

Event description:
It was reported that the device displayed an inaccurate aorta reading during use on a patient. The customer was not able to get the aorta to show up on the scanner. The same patient was scanned three different times. One time, the patient was fasting and another time, the patient was not fasting. The results came in higher when the patient didn't fast. Non fasting results were as follows: 3 scans 3.1 cm less than 3cm and 6.3 cm. Six days later, fasting results were: 3.6 cm, 4.4 cm, and less than 3cm. The only time there was an image of the aorta was when the patient was fasting and the measurement was 4.4cm. There were no patient conditions that contributed to an inaccurate scan. An ultrasound was performed two days after the second scan. The transverse diameter of aorta was 1.9 cm and the ap diameter was 1.8 cm. The ultrasound showed no aneurysm.